Event description:
It was reported while using bd maxzero¿ needle-free valve there were flow issues during infusions. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: problems have occurred in use and the plug does not flow when giving infusions. When giving single drug boluses, the plug works, but not when giving infusions.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ needle-free valve there were flow issues during infusions. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: problems have occurred in use and the plug does not flow when giving infusions. When giving single drug boluses, the plug works, but not when giving infusions.

Manufacturer narrative:
H6: investigation summary a mz1000 sample was not available for investigation, and the lot number of the complaint sample was reported unknown. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxzero device in connection with a bbraun infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However, the customer confirmed that no occlusion was observed during flushing of the sample, however when connected to the infusion set no flow was possible. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.